Event description:
It was reported that the customer had keypad anomaly on the insulin pump. The customer's blood glucose level was 155 mg/dl. The customer stated that the health care provider programmed his new insulin pump and he put a new reservoir in and went through all steps now has blank screen. The customer also reported that he hits down arrow and light comes on, when he presses button nothings comes up the screen. The customer was advised that the insulin pump need to be replaced. The patient was advised to discontinue use of the insulin pump and revert to back up pllan per health care provider instruction.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.